Event description:
Complainant alleged that the medics were attempting to monitor a pt (age unknown), who was presenting a sinus tachycardia heart rhythm, but the device intermittently blanked out and emitted a steady tone. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.